Event description:
Customer reported overinfusion while patient was receiving 2l of tpn. Pump reads completed when it has 20 min left. No patient injury has been reported at this time. No additional patient information is available at this time.